Event description:
It was reported that, "the surgeon planned for 9 poly end result he had to use a 16 poly."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.